Event description:
A hospital in (B)(6) reported via our distributor that they found a hole in the expiratory limb of an rt340 adult breathing circuit when they opened the circuit kit. This was found prior to use on a patient.

Manufacturer narrative:
The complaint rt340 adult dual heated evaqua breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.